Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, site infection, and ketones on (B)(6) 2020, for 5 days. Customer¿s blood glucose level was 21.4 mmol/l on (B)(6) and 22.5 mmol/l on (B)(6) because the tubing was detached close to the site. The customer reported a lot of air bubbles. Customer was treated by changing the infusion set and taking a bolus and by intravenous insulin drip in the hospital. Customer stated that the insertion site was infected, irritated, red, swollen, had blood and insulin was not going in. The customer experienced symptoms of high blood glucose such as positive results in ketones test, nausea, vomiting. The auto mode was not active at the time of the incident. The reservoir will not be returned for analysis.